Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was partially deployed with an undisturbed clip remaining on the carrier tube. The returned condition indicated that the deployment sequence was aborted while advancing the thumb advancer with the plunger remaining fully engaged and the locator wings were open but intact. This is very similar to the device losing the arterial access during the thumb advancer deployment. During testing, the device was cleaned, re-assembled, and re-deployed successfully as designed. Based on the investigation findings, the device was partially deployed and a root cause for the reported mislocated clip caught at the distal end of the device could not be determined as it could not be confirmed. No manufacturing or quality issue was detected. A query of the complaint database for this lot revealed no similar incidents with reported mislocated clip caught at the distal end of the device. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of right femoral artery after an interventional procedure. Reportedly, after deployment the clip stuck on the end of the device. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.